Event description:
Patient's alarm on tandem heart machine alarmed, "low flow", femoral line noted to be dislodged, pool of blood on bed/ floor and patient exsanguinated. CPR initiated without success - patient expired.